Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of damaged power entry module. There were visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found quick connect crimps disconnected from power terminals and in contact with each other causing cycler to short. Pitting was observed on the quick connect crimps where the short was occurring. A known good power entry module was temporarily installed. Plug unit in, power up check passed. No audible alarms or alarm screen were displayed. System air leak test passed. Vacuum test failed. Vacuum display value reads 346mbar indicating fluid is present in hp3 filter. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined there were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be the quick connect crimps disconnected from power terminals and in contact with each other causing cycler to short. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) registered nurse contacted fresenius technical support to report the liberty select cycler alarmed with a heater bag not detected message during step 3 of setup. The patient was advised to remove the heater bag tubing from the divider. The cycler has been re-setup with new supplies. The heater bag cones were fully broken, the clamp was open, the connection was securely connected and the line was not kinked. The fresenius technical support representative advised the patient the cycler would be replaced. There was no patient involvement, no harm or adverse event reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the quick connect crimps were causing an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.